Event description:
Per the healthcare provider, results of an integrity test done (date not reported) showed multiple faulty electrodes. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery. This report was filed on july 31, 2008.

Manufacturer narrative:
.